Event description:
On (B)(6) 2012 customer reported that the access 2 instrument generated erroneously elevated results within the risk stratification range for accutni on two patients' samples. This event occured on (B)(6) 2012. Customer stated that the results were not reported out of the lab. The samples were repeated on the lab's alternate access 2 instrument and the results were within the normal reference range. Customer stated that the samples were also placed back on the original access 2 and those results were comparable to the results on the alternate instrument. Customer stated that there was no change or delay to patient care. Field service engineer (fse) inspected the instrument on (B)(4) 2012, and found that the vacuum pump was not working properly, and had caused a leak inside the instrument. Fse replaced the pump and the inside of the system was cleaned. Fse cleaned the analytical module and incubator track, and verified the system. Fse performed a system check and the system met the specified requirements per established procedures.